Manufacturer narrative:
A ge oec svc rep investigated the issue and isolated the imaging issues to a defective fluoro functions and systems interface pcbs. Additionally, the dicom issue was resolved by the facility, the dicom malfunction was due to the facility ethernet adapter. The sys was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy sys reportedly had an issue with the image quality where the image would go black. Also referred to the "screen freezing". It was also reported that the sys would not send images to pacs.